Event description:
Following the procedure, a 5f ultimum sheath remained in the femoral artery while the pt used a bedpan. Following transfer to the recovery room, it was noted the hub section of the introducer was lying on the pt's groin; a considerable amount of blood was present on the pt. The pt was transferred back to the procedure room where the sheath section of the introducer was removed with a hemostat. Pedal pulses were good and the pt is reportedly recovering.